Event description:
Caller reported cartridge alarm 30. Blood glucose level did not exceed 500 mg/dl. Cartridge alarms were reported with consecutive cartridges, prompting technical support to confirm the issue and proceed with replacing the pump.